Manufacturer narrative:
H3, h6: we have now concluded our investigation into the complaint reported. The device used in treatment has been returned and evaluated establishing a relationship with the reported event. A visual inspection reported no visual issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device entered a non-recoverable error state for safety reasons. Potential root causes include external pressure source and environment. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during treatment, all the indicator lamps solidly illuminated and the pico device stopped working. Water drops were confirmed in the tube although the patient always took off the pump before taking shower. The treatment was completed without delay using a smith & nephew back-up device. No other complications were reported.